Manufacturer narrative:
(B)(4).

Event description:
The conductor became stuck to the stylet during removal, and a large portion of the conductor came out of the body of the lead. The device was explanted and exchanged, the patient is doing well.

Manufacturer narrative:
A complete lead was returned in one piece. The lead was returned with the stylet separated and ptfe coating stripped. Visual inspection of the lead found the connector pin and connector cap pulled from the connector assembly stretching the inner coil. The inner coil was found bunched distal to the connector pin. The stripped ptfe coating from the stylet could have led to difficulty removing the stylet. Excessive force applied during attempted stylet withdrawal would have led to the connector pin separation. Electrical testing did not find any indication of conductor fractures or internal shorts.